Event description:
It was reported that the patient received inappropriate hv therapy. Due to programming, the device was blanking and undersensing on the atrial channel and misdiagnosed rhythm. The device delivered the first shock which accelerated the rhythm into ventricular fibrillation. A second shock was delivered which returned the rhythm to sinus. Patient felt the rate increase but did not experience any other symptoms. Programming changes were made and the patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.